Manufacturer narrative:
Product details distal locking screw_long. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. The locking screws were classified as primary products during investigation. An investigation of the implants and a review of the DHR were not possible because neither the implants, nor the loot codes were provided. The provided x-rays confirmed the reported event: both distal locking screws are no longer placed in their original holes and were migrated towards lateral; the nail and screws are displaced towards distal. The x-rays and patient information were evaluated by a medical expert: the patient has a poor bone quality, the corticalis is like an ¿eggshell¿; the patient has an advanced osteoporosis. The fracture is a complicated spiral fracture; none-weight bearing treatment would have been recommended. The screws cut out and migrated due to an inadequate high load bearing postoperatively. The IFU includes that weight bearing, poor bone quality and osteoporotic bone can lead to loosening of the implants. The case is caused by patient conditions. No non-conformity identified.

Event description:
The customer has reported via the sales rep that distal screws allegedly migrated out of the femur and nail.

Event description:
The customer has reported via the sales rep that distal screws allegedly migrated out of the femur and nail.